Event description:
The customer stated that there was 'a speaker failure' and that the device 'is working intermittently'. No pt harm was reported.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.